Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer's blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The customer was advised to remove the battery and to monitor the notification light. The notification light stopped flashing immediately. The customer was advised to monitor the insulin pump and instructed to call back if the error recurs. The insulin pump will not be returned for analysis.